Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment was not reported. The patient was reported to be recovering from the peritonitis. The pd therapy was discontinued. Additional information was requested, but was not available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13i09064 and h13j01078 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up medwatch will be submitted. This is the same patient as (B)(4).